Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture during the first day post operative check. Unable to capture with bipolar or unipolar with pacing system analyzer (psa). No report of any clinical observation that resulted in greater than 2 seconds of asystole. The lead was found to be dislodged. The right ventricular (rv) lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.